Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for multiple assays for six patient samples. Of the data provided for one of the patient samples, only the following results were discrepant. The sample was repeated on another cobas 6000 c (501) module. The initial crep2 creatinine plus ver.2 result was 5.6 mg/dl. The automatic repeat result was 27.88 mg/dl. The repeat result from the other analyzer was 0.77 mg/dl. The initial ise indirect for gen.2 potassium result was 6.48 mmol/l. The repeat result from the other analyzer was 4.2 mmol/l. The initial ureal urea/bun result was 58 mg/dl. The repeat result from the other analyzer was 14 mg/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patient was not adversely affected. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative found the valves and the rinse mechanism nozzles were damaged. He replaced the valves and the customer ran calibration and qc. The system was operating to specification.